Event description:
It was reported by an attorney that the patient underwent a laparoscopic assisted vaginal hysterectomy, bilateral salpingo-oophorectomy and gynecological procedure to treat stress urinary incontinence on (B)(6) 2011 and mesh was implanted. It was reported that she experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. It was reported that the patient has undergone multiple surgeries and revisionary procedures, including a mesh revision surgery on (B)(6) 2011, at which time mesh was implanted, due to anterior vaginal pain and rectocele. No additional information was provided.

Manufacturer narrative:
(B)(4). It was reported that the patient underwent a gynecological procedure and mesh was implanted along with concurrent laparoscopic assisted vaginal hysterectomy, and bilateral salpingo-oophorectomy due to urinary incontinence, and uterine prolapse. It was reported that the patient experienced pain, anterior, prolapse, erosion, extrusion, fistulae, and dyspareunia. It was reported that patient experience inner right thigh pain, and persistent achy pain in pelvic area. It was also reported that the patient underwent removal of mesh on (B)(6) 2011 and uterine prolapse surgical repair on (B)(6) 2011 and (B)(6) 2011. No additional information was provided. A review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
Date sent to the FDA: 07/22/2016.

Manufacturer narrative:
(B)(4). No conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.